Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing connect. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4).has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5400498 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5400498 have already been previously tested in the 1704376 on 15/jul/2023. The reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4) complaint test report. Functional leak test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 5400498 was manufactured according to the wi version 71 manufactured in the line multivac 12 and multivac 08, on 12/sep/2022, with a total of 57,000 units. The assembly lot 5401382 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 12/sep/2022, with a total of (B)(4) units. The assembly lot 5401383 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 13/sep/2022, with a total of (B)(4) units. The gluing tube lot 5401381 was manufactured according to the wi version 37 manufactured in the line pegado 04, 05 and 08, on 12/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5400498 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.